Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant. During the procedure, it was noted that the temperature indicator of the valve had been triggered to showing it was exposed to 0 degree celsius. The valve was not used during the procedure and was immediately removed from the rest of the hospital stock. A second 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon which did not exceed the perimeter derived measurement. Following pre-bav, it was noted that there was a broader qrs complex in the heart rhythm. The valve was re-sheathed once as the first position was too high. On the final deployment, the blood pressure got dropped and a complete heart block was noted. A temporary pacing wire was placed to monitor the patient's heart rhythm. The final implant depth at he non-coronary cusp (ncc) was 6.5mm. The patient required prolonged hospital stay for monitoring of rhythm. There was no paravalvular leak (pvl) was noted and post-dilatation was not required. A permanent pacemaker was implanted. The patient was reported discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. As the event is not reportable, a letter is not requested and there is no indication of a product issue, no device history record or lot specific similar complaint review is required. The cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The reported medical interventions and hospitalization were result of case specific circumstances as temporary pacemaker was used subsequently permanent pacemaker was implanted and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant. During the procedure, it was noted that the temperature indicator of the valve had been triggered to showing it was exposed to 0 degree celsius. The valve was not used during the procedure and was immediately removed from the rest of the hospital stock. A second 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon which did not exceed the perimeter derived measurement. Following pre-bav, it was noted that there was a broader qrs complex in the heart rhythm. The valve was re-sheathed once as the first position was too high. On the final deployment, the blood pressure got dropped and a complete heart block was noted. A temporary pacing wire was placed to monitor the patient's heart rhythm. The final implant depth at he non-coronary cusp (ncc) was 6.5mm. The patient required prolonged hospital stay for monitoring of rhythm. There was no paravalvular leak (pvl) was noted and post-dilatation was not required. A permanent pacemaker was implanted. The patient was reported discharged.